Manufacturer narrative:
Event date not provided; therefore, (B)(6) 2025 was used as approximate date.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of a device failure. A surgical procedure was performed, during which the pump connecting tube was found to be broken, causing the prosthesis to no longer inflate. The existing ipp was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Event date not provided; therefore, 02/01/2025 was used as approximate date. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had two holes in the outer tube from sharp instrument damage in the proximal end. The second cylinder had wear at fold in the middle of the cylinder. No leaks were identified in both cylinders. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. The pump kink resistant tubing (krt) had a hole from fatigue. Leakage test revealed that the pump krt had a leak from fatigue. To avoid damaging the test equipment, the pump was not functionally tested. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir had wear at fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for hole/perforation was most likely determined to be the hole/leak from fatigue in the pump krt; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of a device failure. A surgical procedure was performed, during which the pump connecting tube was found to be broken, causing the prosthesis to no longer inflate. The existing ipp was removed and replaced with a new one. No patient complications were reported.